Event description:
Customer reported that the tracheostomy tube would not inflate after one week of use. The pt was re-cannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.